Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 1.5; lab: 2.1; date: three days later; inratio: 4.7; lab: 5.69; date: the following day; inratio: 2.5 (pt#1); 1.7 (pt.2); lab: 3.3; 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.5; lab: 2.1; mean: 1.8; confidence limits: 1.3-2.7; date: three days later; inratio: 4.7; lab: 5.69; mean: 5.195; confidence limits: cannot be determined; date: the following day; inratio: 2.5 (pt#1); 1.7 (pt#2); lab: 3.3, 2.3; mean: 2.9; 2.0; confidence limits: 1.8-4.2; 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the second set of data, the mean was > 5.0 and the difference between inr's was <2.2. The values were not considered inaccurate. For the rest of the data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. Products will be tested when returned.